Event description:
My body had a reaction to breast implants now known as breast implant illness. I was sick and the systems in my body slowed down causing many health issues for 7 years until I explanted. FDA safety report ID# (B)(4).